Event description:
It was reported to philips that the flexvision pc failed, causing system boot failure on a allura xper fd20 biplane. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the flexvision 2 pc and reinstalled software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).